Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the pdu fantray and dcps. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Due defective pdu fantray and dcps. Fse replaced pdu fantray and dcps. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome.